Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose was 3.1, 6.4, and 10.5 mmol/l within 2-12 minutes, with the difference of 66%. Pt did not experience any adverse events. No further info has been reported.